Event description:
It was reported that the pump eri (elective replacement indicator) was 9 months. The pump was replaced. The patient had no signs or symptoms related to the event. The patient recovered without sequela. The pump was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Evaluation summary: the pump and a portion of the catheter were returned for analysis. Analysis of the pump revealed ¿no anomaly found¿. Analysis of the catheter portion revealed a hole or tear in the catheter body caused by the catheter connector pin. During pressure testing, a leak was seen.